Event description:
The cooper surgical endosee es 9000 has inadequate cleaning and disinfection instructions. The instructions do not correlate with the cavi-wipe contact time and the manual states that users that use other products would need to validate other products on their own. FDA safety report ID# (B)(4).